Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during surgery. There was no surgical delay. No foreign bodies were retained. The surgical technique was utilized. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : tasp bottom- mechanical (g04) - provisional bottom visual examination of the provided photographs of the products found them to exhibit signs of repeated use and are fractured complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.

Event description:
No further event information available at the time of this report.